Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 38833514 and lot number 3241985. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. Based on the investigation results, an exact cause could not be determined for the reported event. Per the provided feedback, it is possible that the reported issue is related to use of the product. During puncture, catheter was rotated 360 degrees and catheter was pushed forward, when re-cannulating needle may have punctured the catheter causing rupture. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that bd angiocath needle pierced the catheter. The following information was provided by the initial reporter, translated from portuguese to english: poor quality 22ga peripheral intravenous catheter, requiring several catheters to be used in the same patient, making the professional's job more difficult and exposing the patient to unnecessary punctures, the needle transfixes the silicone when it is inserted into the patient's vein.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder. All demographic information indicates "confidential".